Event description:
Patient undergoing left laminotomy, diskectomy, and decompression of the left s1 nerve root and thecal sac at l5-s1. Use of operating microscope for lumbar radiculitis l5-s1; lumbar disk herniation l5-s1; and lumbar spondylosis l5-s1. Passes were made with a malis 80-1531 nerve hook with a ball tip to remove degenerative disk fragments. When surgeon removed malis 80-1531 nerve hook, it was noticed that the ball tip was missing. Surgeon removed ball tip. A final lateral radiograph was taken due to failure of the nerve hook to assure that ball tip was completely recovered. Surgery completed without further incident. Pt was transported to recovery room in satisfactory condition.

Event description:
Patient undergoing left laminotomy, diskectomy, and decompression of the left s1 nerve root and thecal sac at l5-s1. Use of operating microscope for lumbar radiculitis l5-s1; lumbar disk herniation l5-s1; and lumbar spondylosis l5-s1. Passes were made with a malis 80-1531 nerve hook with a ball tip to remove degenerative disk fragments. When surgeon removed malis 80-1531 nerve hook, it was noticed that the ball tip was missing. Surgeon removed ball tip. A final lateral radiograph was taken due to failure of the nerve hook to assure that ball tip was completely recovered. Surgery completed without further incident. Pt was transported to recovery room in satisfactory condition.